Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 18ga x 1.16in had silicone at the needle tip. Silicone at the needle tip.

Event description:
Silicone at the needle tip.

Manufacturer narrative:
The reported issue of silicone visible was confirmed upon inspection of the sample. Analysis of the sample showed a lump of clear, gel-like liquid substance on the cannula tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The transparent, gel-like substance is most likely silicone lubricant. The lump of lube on the cannula tip was suspected to be formed due to excessive lube being applied at the tipper station, which caused excessive lube to remain inside the catheter tubing tip. During the catheter and cannula set together process, the cannula would encounter the lube remaining in the catheter tip and form a lump of lube on the cannula tip when it was pushed forward. To prevent the defect in the future, complaint awareness training and communication to all insyte tipper and lines production technicians will be completed, to monitor the occurrence of this excessive lube defect. Currently there is also an outgoing visual inspection in place to check for excessive lubricant.